Event description:
On (B)(6) 2015, osteomed was notified of an incident concerning p/n 319-4040. Per the complaint, the screw broke while being inserted into the foot. The surgeon had to core around the threaded and non-threaded part, approximately 15mm deep, to remove the entire portion of the screw broken inside the bone.

Manufacturer narrative:
The root cause of this complaint is undetermined. The review of complaints identified a total of three (3) complaints for this issue. The IFU includes warnings and instructions concerning situations that could result in implant fracture or failure, including the use of these screws in dense bone. It is unknown if pre-drilling occurred prior to screw placement. A review of the headless cannulated screw system failure modes and effects analysis file shows that this type of failure has a overall risk level score of "low." This issue will be monitored through routine trending. Qa note: during an audit of MDR submissions, we identified that there was an error on the follow-up report that prevented upload to maude. Therefore, this report is being re-submitted. Date of original update report: 02/19/2016.